Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2007. He recently began experiencing pain. His surgeon took x-rays and a bone scan and recommended a revision of the cup. The revision procedure has not been schedule yet.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.